Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. Medications given: versed 1mg, fentanyl 25mg, heparin 6500 units, 1000 units, 2000 units, labetolol 10mg, nitro 300mcg, lasix 20mg, nitroglycerin 50mg.

Event description:
Same case as MFR#2134265-2009-00272, 2134265-2009-00264, 2134265-2009-00263. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The target lesions were located in the left anterior descending artery (lad), circumflex (cx) and the left main (lm). While the physician was trying to push the atlantis ivus catheter down into the lad, it was noticed that a dissection occurred in the cx. A 3.0x20mm maverick balloon catheter was then advanced to the lesion and was inflated at 6atms for 18 seconds and 6atms for 23 seconds. The maverick balloon was removed and then the physician deployed a 3.50x32mm taxus liberte drug eluting stents (des) at 16atm for 29 seconds to treat the dissection. The physician also attempted to place a 4.0x28mm taxus liberte des for treatment of the cx dissection, but the device was unable to cross the lesion. The 3.0x20mm maverick was advanced to the lesion again for predilation and then the 4.0x28mm des was deployed at 8atm for 20 seconds and then reinflated at 9atm for 15 seconds. It was noted that the pt was experiencing dyspnea. After the deployment of the two stents, a dissection was noticed in the lad. The physician then deployed a 4.0x12mm taxus liberte des at 10atm for 15 seconds for treatment of the lad dissection when another dissection was noticed in the lm vessel as well. The pt was then taken to bypass surgery. Surgery was successful with no further pt complications reported. The pt's current condition is listed as "stable."